Event description:
The complainant reported that the clinicians were preparing the device for a therapeutic procedure to be performed on a pt (age and gender unk). During this preparation, the physician felt resistance as the tines were deployed and retracted outside the pt. The physician obtained another device and successfully completed the procedure.

Manufacturer narrative:
This device has been received by this MFR, but a physical eval has not yet been completed. At this time we are unable to determine if the device met specifiction. At this time, we are unable to determine the relationship between the device and the cause for this event.